Event description:
It has been reported that the device did not recognize a simulated shockable rhythm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Part# correction: 861388, UDI# correction: (B)(4).